Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material has been removed along with fallopian tubes') in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 3 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the treatment, various physical complaints developed. As a result of the complaints, she was being hindered in her normal daily functioning, and she suffered damage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material removed along with fallopian tubes') in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 3 months after insertion of essure. The patient was treated with surgery (essure removal, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the treatment, various physical complaints developed. As a result of the complaints, she was being hindered in her normal daily functioning, and she suffered damage. A new date of the essure insertion received: (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: a new date of essure insertion was received, update to imdrf/FDA codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material has been removed along with fallopian tubes') in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 3 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the treatment, various physical complaints developed. As a result of the complaints, she was being hindered in her normal daily functioning, and she suffered damage. Amendment: the report was amended for the following reason: the correct initial receipt date should be 28-may-2020 (instead of 20-may-2020). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material removed along with fallopian tubes') in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 3 months after insertion of essure. The patient was treated with surgery (essure removal, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the treatment, various physical complaints developed. As a result of the complaints, she was being hindered in her normal daily functioning, and she suffered damage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.